Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the rv and ra leads were explanted due to dislodgement. It is unclear which lead this report is on. Dislodgement was confirmed by x ray and fluoroscopy. Sensed ventricular events were also noted. The leads will not be returned as they were disposed of by the explanting facility. No adverse patient events were reported. Should additional information become available this file will be updated.